Event description:
Received report from clinical study follow up: healthcare professional reported that the pt suffered cardiac arrest while transporting from the or to the ICU. Unable to resuscitate. Cause of death listed as cardiac heart failure. Pt was difficult to wean from bypass, developed hypotension followed by ventricular fibrillation. No autopsy.